Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report from USA reported that the device was having a problem of heat and black smoke can be seen from the device. It is known that the device was used during a neuro surgery. There was no delay in the surgery. There was no injuries or medical intervention reported. The pt suffers no adverse effect from the event. There was no add'l info provided.